Manufacturer narrative:
As reported, during use two fasteners deployed together and when removed the fastener cap detached. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Note, the manufacturing date (06-aug-2024) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a tapp procedure, when fixating the 3dmax mesh using capsure fixation device, the first fastener got caught and two fasteners came out. The third and subsequent fasteners were fixed successfully. When removing the first fastener, the white cap came off and the stainless-steel part was left in the body. The procedure was completed with same device and the surgeon is an experienced user of tapp surgery.

Manufacturer narrative:
As reported, during use two fasteners deployed together and when removed the fastener cap detached. The subject device is available for evaluation, however, at this time has not been received. Based on the information available and without having the sample no conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. The evaluation of the device finds a fastener peek cap detaching from the coil as there was a fastener cap received with the return broken. The head has become broken from the coil as a result of the coil wire failing just under the head of the fastener. The most likely cause is related to forces applied while removing the fastener as reported. The device functioned as intended during simulated use testing, deploying the remaining fasteners with no issues. No manufacturing anomalies found. Updated fields: b4, d9, g2, g3, g6, h2, h3, h6, h10 note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a tapp procedure, when fixating the 3dmax mesh using capsure fixation device, the first fastener got caught and two fasteners came out. The third and subsequent fasteners were fixed successfully. When removing the first fastener, the white cap came off and the stainless-steel part was left in the body. The procedure was completed with same device and the surgeon is an experienced user of tapp surgery.